Event description:
The customer reported the system displayed a file system corrupt error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reinstalled and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.